Event description:
Pt reporting 1 of her ms3 pumps, sn (B)(4), exp date 05/23/2018, is not working right, when she tries to set up the cartridge, it goes to set up and asks for a code, pump may have reset itself. No a/e experienced by pt during this malfunction. Pt has 1 well working pump on hand. Malfunctioning pump will be returned to pharmacy. No other information known. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.